Manufacturer narrative:
The pump was returned to mmdg for evaluation, and subjected to a number of tests. Its internal event log was also reviewed. The device performed according to specifications during testing, and mmdg was unable to duplicate the complaint, which remains unconfirmed.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).